Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to becoming fractured at the site.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One implant was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the threads. Signs of use. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on an unknown tooth site (fdi) and was used for approximately 8 years, 10 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Per the applicable IFU, it is stated that breakage may occur following improper techniques used and when device is loaded beyond its functional capability. DHR review: DHR review was completed for the subject lot number (2010120412). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2010120412) for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture implant' post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture implant) or product (oss311). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed following visual evaluation.

Event description:
No further event information is available at the time of this report.